Manufacturer narrative:
The field engineer (fe) replaced the srdr(sample rack dilution rack) rotor motor, and pinion due to wear. The fe performed all adjustments and the srdr position test. All test passed and the instrument at ready state. Repairs have returned this instrument to expected operation.

Event description:
The customer contacted cts to report their observation of a high frequency of excess reagent red cells being dispenses into the gel cards and the vision flagging the wells as tmc. Upon the review the customer did identify wells to have too many cells, yet the vision camera is calling some of these wells as negative. No erroneous results were reported. (B)(4).